Event description:
Patient sustained an ankle fracture on an unknown date and was implanted with a 3.5mm distal tibia plate and screws on (B)(6) 2014. Patient developed a non-union and plate was noted as broken on an unknown date. There were no reported issues with the screws. Patient underwent revision surgery on (B)(6) 2015. The broken plate and the intact screws were removed and patient was revised to another plate and screw construct. There were no difficulties with hardware removal and no reported delay in surgery. Procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.